Event description:
Additional information received reported etiology was updated to related to the implant procedure.

Event description:
Additional information received reported the date of the lab testing was updated to (B)(6) 2016. Interventions were updated from an emergency room visit to an urgent care visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported the patient had pain and redness in the subclavian area, painful area was fluctuating. There was a surgical wound infection. In surgery xantocromica, serous collection was found. Laboratory testing with a culture indicated staphylococcus aureus. Examination was done. Other surgical intervention included lavage and debridement of the neurostimulator. The event had resulted in in-patient hospitalization, an emergency room visit and an unscheduled office visit. The outcome was resolved without sequelae. This was not related to the device or therapy, not related to the implant procedure; surgery/anesthesia.